Manufacturer narrative:
E1. Phone number continued: (B)(6) visual analysis: isual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule-breast: unable to observe since it is not related to the device. Seroma-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. Crease/ folding of implant-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported for left side "presented with pain and hardening in the breasts, capsular contracture grade unknown", ¿small amount of peri-implant fluid on the left without setting up collections and seroma late (20 ml removed in surgery)¿, ¿intracapsular rupture", "the nodule located in the jql of the left breast, at 3 o'clock, measuring 06x05x03 mm, lymph node in the upper left internal thoracic chain measuring 0.8 cm, probably of a reactive nature.¿ and "globose left breast implant, with radial folds.¿ the device has been explanted.

Event description:
Healthcare professional reported for left side "presented with pain and hardening in the breasts, capsular contracture grade unknown", ¿small amount of peri-implant fluid on the left without setting up collections and seroma late (20 ml removed in surgery)¿, ¿intracapsular rupture", "the nodule located in the jql of the left breast, at 3 o'clock, measuring 06x05x03 mm, lymph node in the upper left internal thoracic chain measuring 0.8 cm, probably of a reactive nature.¿ and "globose left breast implant, with radial folds.¿ the device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, seroma-late, rupture. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.